Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited incompatible scope e315 error and corrosion on air/water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device, the incompatible scope e315 occurs. The most probable cause for corrosion on air/water cylinder is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.